Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's parent called and reported the customer received a no delivery alarm while trying to deliver a bolus. Customer's blood glucose was 407 mg/dl. It was stated the customer did a complete set change and the alarm was resolved. The device will not be returning for analysis.